Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. It was reported that the patient's device had been overdischarged 3 times in the past, the last overdischarge occurred in (B)(6) 2017 and the last time they charged was in august 2017. The representative was wondering if the patient could have a head MRI when their ins was overdischarged and it was reviewed that it's up to the MRI center to make that determination. No symptoms or further complications reported.